Manufacturer narrative:
It was reported that the subvalvular tissue might have interfered with the function of a mitral valve resulting in leaflet damage and a subsequent valve explant. No device malfunction was alleged; surgical reintervention carries significant risk. The device was not returned for evaluation, as it was discarded. The root cause of this event cannot be conclusively determined. However, it is likely that patient related and/or procedural factors contributed to the event. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation.

Event description:
Edwards received information through its implant patient registry that a 23mm mitral valve was explanted after an implant duration of one (1) month as there was a possibility of leaflet damages due to an interference of a subvalvular tissue. Redo surgery was performed as vegetation-like material was observed on echo at one-month follow-up, however, it was a subvalvular tissue which was incompletely preserved during the initial surgery, and it was interfering the valve. The surgeon considers the possibility of leaflet damages and replaced the valve. Another 23mm mitral valve was implanted in replacement. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device.

Manufacturer narrative:
H10: additional manufacturer narrative updated h6 per new information received.